Event description:
The facility representative reported a pump that alarms, causing the infusion to be stopped. This was found during pt use. With no pt injury reported or medical intervention needed. Although baxter attempted to obtain info, details were not available regarding additional contact info. No additional info is available.

Manufacturer narrative:
The device has not yet been received for evaluation. When the device evaluation and/or more info become available, a follow-up report will be sent.